Event description:
It was reported to philips healthcare that the heart start mrx failed to charge the battery. There was no reported pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.